Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00918. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device- 61 days. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial (B)(4), and the reported aortic thrombus and ventricular tachycardia could not conclusively be established through this evaluation. Additionally, an analysis of the log file provided by the account confirmed low flow alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted system controller event, system controller periodic and lvad event log files contained data on (B)(6) 2018. These log files captured low flow hazard alarms. The lvad periodic log file was unremarkable. Despite the low flow hazard alarms, the log files showed that the pump speed remained above the low speed limit and the pump appeared to function as intended. The hm3 lvas IFU list cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU lists flow obstruction and thromboembolism as potential risks/adverse events that may be associated with the use of the hm3 lvas. This document also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented with low flow alarms, weakness, fatigue, and was in ventricular tachycardia (vt) on (B)(6) 2018. The patient was given two amiodarone boluses, 2 lidocaine boluses, and was started on amiodarone infusion. The vt converted with atp. The persistent low flow alarms were not responsive to fluid resuscitation. Echocardiogram did not show evidence of impaired flow into the pump but did show small echogenic structure on the aortic side of non-coronary cusp, most consistent with thrombus. CT angiogram of the pump showed one area of possible thrombus, but reportedly was difficult to confirm given artifact of study. The patient was given heparin in response to the suspected thrombus. A decision to be a dnr and go home with hospice was made. It was reported that the patient expired on (B)(6) 2018. No additional information was provided.